Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they have charged every other day since the implant programming was setup and always charged to 100%. The issue is not resolved as they still charge every 48 hours. If they try to make it even 12 hours beyond 48 hours the battery will shut off the stimulation. Patient said that they have requested the medtronic and his pain doctor to initiate having a replacement unit. Patient said that they have 2 programs a and b. They average based on movement at about a level 5 on the stim power/voltage.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient(pt) they have not scheduled to get the device replaced yet. They said they meet with their pain clinic and their manufacturer representative (rep) in a couple of weeks.